Manufacturer narrative:
One 5.5 mm pk sa healicoil anchor was returned for evaluation. Only the anchor was returned, no inserter or suture. Visual assessment of the anchor confirmed its breakage. The threads on the proximal end of the anchor are broken off and were not returned for examination. Due to the anchors condition dimensional assessment is prohibitive. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: subjecting the anchor to excessive force while tying the suture knot. Advancing the suture knot into the ID of the anchor. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, the healicoil broke during tissue knotting. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.